Event description:
Hosp ICU personnel responded to a pt, described as in cardiac arrest. The pt was connected to the device with disposable defibrllation/ECG electrodes and the pt's ECG monitored through the device's defibrillation paddles function. According to the rptr, the analog ECG trace disappeared from the device's crt. Following a countershock. A backup defibrillator was called for an immediately used but the pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.